Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the user forgot to remove the blue needle guard on the cannula and the cannula was bent at the infusion set base, which cause the patient blood glucose levels was elevated to 431 mg/dl which was lasted for one hour. The patient also experienced minor headache and received therapy of 8 units of insulin as treatment no further information available.